Event description:
It was reported that the patient presented with less than 50% relief with therapy, despite increased titration. Both a CT scan and a catheter dye study were performed and neither found anything abnormal. The device system was then replaced. At the time of report, there had been no patient injury or adverse event. The drug used in this system was lioresal.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found coring in the cup of the sc connector, though there was no leak seen. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.